Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure? Were there any pre-existing signs/symptoms of active infection/inflammation prior to this surgical procedure? Please provide the lot number for each stratafix suture? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? What tissue location of the placement of suture? How was suture initially placed (interrupted or continuous)? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What tissue dehisced? Please describe any surgical intervention other than re-suturing required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Did both (2) stratafix sutures break post-op? Were there any precipitating stress factors for the suture breakages? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Any device being returned for analysis? If yes, please provide status note: event reported in 2210968-2021-11515 and 2210968-2021-11516 ¿ trade name - irgacare®, ¿ active ingredient(s) ¿ triclosan, ¿ dosage form ¿ suture/solid/parenteral, ¿ strength ¿ = 2360 ug/m.

Event description:
It was reported that a patient underwent a para-aortic lymphadenectomy on (B)(6) 2021 and a barbed suture was used to close the fascia from the top and bottom toward the center. Immediately after the surgery, the surgeon was informed that the wound had opened up, and when he checked, he found that the suture in the anchor part of the figure-four stitches had broken, and the suture had come loose in the forward direction, causing the wound to open. The wound had opened and the intestine came out. The patient underwent reoperation and the interrupted suturing was done again using a different suture. As of one day after the surgery, there was no problem with the patient. The patient is currently under observation. The surgeon opined that the patient had previously undergone a peritoneal resection, and also had an ileus, so the tissue was not in a strong condition and may be the cause of the problem. The surgeon stated that when suturing was done with the barbed suture, the tension was not strong and there seemed to be no problem. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, weight, bmi at the time of index procedure? =>female. Were there any pre-existing signs/symptoms of active infection/inflammation prior to this surgical procedure? =>unknown. Please provide the lot number for each stratafix suture? =>unknown. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? =>unknown. What tissue location of the placement of suture? =>on the fascia. How was suture initially placed (interrupted or continuous)? =>unknown, but maybe continuous. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? =>the surgeon said that the patient had previously undergone a peritoneal resection, and also had an ileus, so the tissue was not in a good condition. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? =>yes. Were two reverse stitches performed across the incision prior to closure? =>unknown. What tissue dehisced? =>unknown. Please describe any surgical intervention other than re-suturing required for the wound dehiscence including date and findings. =>the patient got re-operation with re-suturing by pds (interrupted) on the day dehiscion occured. Please describe the appearance of the suture during the second procedure. =>one stratafix was cut at the anker part and the thread was coming out in the forward direction. Did both (2) stratafix sutures break post-op? =>one was cut, but the other was unknown.. Were there any precipitating stress factors for the suture breakages? =>no stress factor are reported in especially. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? =>unknown. What is physician¿s opinion as to the etiology of or contributing factors to this event? =>it was commented as follows. The patient had previously undergone a peritoneal resection, and also had an ileus, so the tissue was not in a good condition. I think that was the cause of the problem, but when I sutured the patient with stratafix, the tension was not strong and there seemed to be no problem, so I am not sure about the relationship. What is the patient¿s current status? =>one day after the surgery, there is no problem with the patient. Any device being returned for analysis? If yes, please provide status =>no sample will be returned.